Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the specimen retrieval in laparoscopic cholecystectomy procedure, the bag completely detached from the ring. Another bag was used to retrieve the detached bag and the specimen. There was no patient injury.